Event description:
The customer reported that the battery charge led is flickering.

Manufacturer narrative:
The unit was evaluated at philips, and the failure was verified. The repair technician also reported that the unit failed to power up on ac or battery power. Replacing the power supply resolved the failure.